Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
All of the buttons functioned during testing. However, a flattened act button dome switch was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).